Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: lasso nav catheter, catalog # d134301, lot # 17697451l. Soundstar eco catheter, catalog # 10439011, s/n: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation, the patient became hypotensive and a pericardial effusion was detected via soundstar catheter. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Procedure was successfully completed. There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. It was noted that the injury may have occurred during ablation phase. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
Additional information was received on 2/28/2018 from the international affiliate regarding this event. The affiliate advised this complaint, (B)(4), is a duplicate of complaint, (B)(4). Both of these complaints were previously reported to FDA under the following manufacturer report numbers: (B)(4) was reported under 2029046-2018-01044, (B)(4) was reported under 202946-2018-01064. Since both of these complaints have already been reported to FDA, biosense webster inc. (Bwi) will provide updates as necessary under both mdrs. As such, the following corrections are being processed for (B)(4) (2029046-2018-01064): event description updated from "it was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation, the patient became hypotensive and a pericardial effusion was detected via soundstar catheter. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Procedure was successfully completed. There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. It was noted that the injury may have occurred during ablation phase. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no errors reported on any bwi equipment during the procedure." And being updated to "it was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. While advancing the introducer sheath (brand-unspecified) toward the left atrium, the sheath tip would not pass through the foramen ovale. Introducer sheath was removed and the vacuum relief hole was stretched. Sheath set was re-introduced and the procedure continued. During ablation, the patient became hypotensive and a pericardial effusion was detected via soundstar catheter. Pericardiocentesis yielded an unspecified volume of fluid. Patient was reported to be in stable condition. Procedure was successfully completed. There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. It was noted that the injury may have occurred during ablation phase. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no issues or errors reported on any bwi products or equipment during the procedure."

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. While advancing the introducer sheath (brand-unspecified) toward the left atrium, the sheath tip would not pass through the foramen ovale. Introducer sheath was removed and the vacuum relief hole was stretched. Sheath set was re-introduced and the procedure continued. During ablation, the patient became hypotensive and a pericardial effusion was detected via soundstar catheter. Pericardiocentesis yielded an unspecified volume of fluid. Patient was reported to be in stable condition. Procedure was successfully completed. There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. It was noted that the injury may have occurred during ablation phase. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no issues or errors reported on any bwi products or equipment during the procedure.